Event description:
Revision surgery for amistem-h loosening at 4 years and 4 months post-primary. The head and the stem were revised successfully.

Manufacturer narrative:
Batch review performed on 11 march 2024: lot 177329: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 2023-03-25. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.